Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 345 mg/dl and 37 mg/dl within 10 minutes. All tests were performed on the fingers. There was no report of death, serious injury or mistreatment associated with this event.